Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012332907 was returned and analyzed. Visual inspection of the shaft and the handle area was performed. The inspection identified a kink at the side port tube. Functional testing was performed. The insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to sheath. Further inspection under microscope identified dilator luer damage, which may have caused the dilator to have difficulties locking with the sheath. In conclusion, the sheath failed the returned product inspection due to the kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the dilator did not fit well into the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.